Event description:
The previously reported event will now be followed in mfg. Report# 3004209178-2016-02806.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (9.3mg/ml, 15.62mg/day) and clonidine (10mcg/ml, 1.96mcg/ml) in an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic lower back pain. Returned pump event logs showed a low reservoir alarm on (B)(6) 2015 and an empty pump alarm on (B)(6) 2015. The patient experienced less relief. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding patient symptoms, troubleshooting performed, actions/interventions required, and if the cause of the empty pump was determined. If additional information is received, a follow-up report will be submitted. History: g89.29, m54.16, r53.83, m79.609, m48.06, m47.816 concomitant drugs: gabapentin, nuvigil.